Event description:
Procedure: ladg. Customer states: when resecting gastric body by I-drive, surgeon pressed a green button, and confirmed status indicator was flashing. Then, he/she pressed a blue button for firing, but the device did not fire at all. Replaced a reload to complete the procedure. Nothing fell into the cavity. No bleeding. The last patient status: good.

Manufacturer narrative:
(B)(4).